Manufacturer narrative:
Patient information was not provided. Product information was not provided, so manufacture date could not be determined.

Event description:
The customer stated her son chewed on an unused contour next test strip, but did not swallow it. There was no ill effect or medical intervention. Product was not expected to be returned or replaced.